Event description:
On (B)(6) 2022, a customer from united kingdom notified biomérieux of legionella contamination when using nucl.magn.silica 384t - ref. 280133, lot z012me1ms, expiration date: 28 nov 2022. The customer tested a batch of extracts (of blood & csf) prepared using the specific b protocol which were for another test, on their legionella pcr, and they all have evidence or legionella species dna contamination. Previous attempts to perform hypochlorite (decontamination) of the easymag instrument don't seem to have resolved the issue. The customer performed a manual extraction procedure using spin-columns (nucleospin kit). No contamination was evident in the extracted specimens or negative controls. The customer's positive control CT is around 29-31; the contaminated samples/extraction controls have a CT of 33 to 38. The customer tested their pcr mix without the addition of dna and it is pcr negative. Their assay includes a generic legionella target (it is this that is positive across all extracts) and a l. Pneumophila-specific target (which is pcr negative in the contaminated extracts). The customer tests patient samples only - respiratory secretions (sputum, bal). No environmental samples are tested using this assay. The customer stated for three (3) patient samples, no result was able to be given due to this issue. No incorrect results were reported. There is no indication or report from the laboratory that the issue led to any adverse event related to any patient's state of health. It is to be noted that in the instructions for use it is written : ¿to ensure the proper proceedings of the extraction, always use the appropriate controls to control the extraction procedure: a positive extraction control (sample/material positive to the target). A negative extraction control (sample/material negative to the target). An internal control (ic): obtained by transferring a fixed quantity of target control in each sample to extract. The internal control must be added before the isolation steps to be purified along with the target, and then be amplified and/or detected. An internal control is necessary for any application that can lead to false negative results.¿ an internal investigation has been initiated.

Manufacturer narrative:
A biomérieux internal investigation has been completed, following notification from multiple customers of contamination, with the following results: the investigation confirmed the contamination issue. It was done on retained kits from manufacturing site and also on raw material for batches currently released on the field at that time. The investigation demonstrated that the contamination comes from silica raw material from a supplier. The silica raw material produced internally are not impacted by the issue. Tests have been done to define if the source of the contamination was from viable bacteria or traces of nucleic acids. The contamination is essentially nucleic acid contamination; however, low environmental bacteria contamination have been also observed. Note that the nuclisens extraction reagents are not sterile nor claimed dna rna free, so a residual background signal could be expected. Investigation results highlighted that three (3) raw materials from one of our supplier are impacted by the issue. It corresponds to 15 different biomérieux finished product ref 280133 batches (list of batches: z012me1ms, z012mf1ms, z012mh1ms, z012mk1ms, z012ml1ms, z012mg1ms, z012ne1ms, z012nd1ms, z012nc1ms, z012nb1ms, z013af1ms, z013ag1ms, z013ah1ms, z013ak1ms, z013al1ms). All these batches were blocked with a product stop shipment and a field safety notice, fsca 5690, was issued on 01jul2022 to inform our customers of the issue and of the actions required. The final risk identified was the inability to render a result, or having delayed results, according to the fact that a negative extraction control must be used in extraction run. The investigation confirmed that there is no safety risk for users. All other silica raw materials corresponding to silica batches currently on the field have been tested and are not impacted by the issue. Performances of all impacted silica batches have been verified on viral parameters and other applications than bacterial ones and did show that there was no impact using them. All applications for which the negative extraction control is valid, i.e. Negative, in downstream application, can be exploitable. Nevertheless, batches verified by r&d investigation to be not concerned by the contamination issue were sent as replacement for customers performing bacterial nucleic acids amplification. A CAPA with an investigation at supplier level has been opened, and while awaiting the outcome, biomerieux has put additional testing in place to secure any new batch release.